Manufacturer narrative:
The urea/bun reagent lot number is 849472. The creatinine jaffe gen.2 reagent lot number is 836469. The expiration dates were not provided. The glucose hk gen.3 reagent lot number is 836475, with an expiration date of 31-jan-2026. The patient sample has exceeded the stability for the glucose assay rerun. The investigation is ongoing.

Event description:
The initial reporter received questionable glucose hk gen.3, creatinine jaffe gen.2, and urea/bun results from one patient sample tested on the cobas 6000 c501 module. Glucose results from the analyzer: on (B)(6) 2025, the initial result was 140.2 mg/dl. On (B)(6) 2025, the repeat result was 104.7 mg/dl. Result from a competitor analyzer: the repeat result was 101.72 mg/dl. Creatinine results from the analyzer: on (B)(6) 2025, the initial result was 3.41 mg/dl. On (B)(6) 2025, the repeat result was 1.78 mg/dl. Result from a competitor analyzer: the repeat result was 1.84 mg/dl. Urea results from the analyzer: on (B)(6) 2025, the initial result was 63.5 mg/dl. On (B)(6) 2025, the repeat result was 47.5 mg/dl. Result from a competitor analyzer (it has not been confirmed if this result is for bun or urea): the repeat result was 25.46 mg/dl. The initial results were deemed falsely elevated.

Manufacturer narrative:
Reagent issues were excluded as no further cases were reported and correct reruns were performed with the same reagent. The field service engineer performed preventive maintenance and confirmed that the module was performing according ot specifications. The customer did not report any other issues. The investigation did not identify a product problem. The cause of the event could not be determined.